Event description:
It was reported by the rep the device was used during a bowel resection. It was reported the device was fired on the right colon of large bowel. Bleeding at staple line with original stapler as well as with the refills. The surgeon completed the case by oversew with silk sutures. There was no consequence to the pt. 05/11/1998 the surgeon responded to the letter. The surgeon stated there was very minimal blood loss.